Event description:
Allegedly the neck broke whilst the patient was pulling a trailer.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6) .

Manufacturer narrative:
(B)(4).